Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse configured the nest pic node. The system was tested and verified as ready for use. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the e-100 generator did not activate when used with synchroseal . While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, e-100 won't activate when using a synchro seal instrument. A message stating check e-100 was powered on and e-100 not detected was displayed when attempting to activate. Power button and instrument led's were both solid white. Prior to calling technical support, the clinical sales representative (csr) had re-booted the e-100 with by pushing and holding power button for 3 seconds. This was done with both instruments disconnected and with instrument left connected to the generator. Fault was persistent. Surgery was proceeding without the use of synchro seal instrument. Clinical sales representative (csr) asked caller to check if the communication cable between e-100 and core was properly connected, caller verified it seemed to be. Further troubleshooting was not possible at that moment as surgery was ongoing and caller did not want to disrupt the procedure. Tse and caller agreed to perform further troubleshooting steps after the procedure was completed. Tse has also looked into configuration files for the system and noticed that starting (B)(6) 2022, the configuration files states "no dve-100 (nest esu) in the system". E-100 could not be seen in the configuration files after that date. According to caller, the customer has never tried using synchro seal instruments until that day. E-100 issue did not have an impact on surgery, as surgeon was continued with other instruments. Tse connected remotely to system and found that nest pic present in node cfg was not checked. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer and obtained the following clarification: the issue was reproducible. The root cause is not customer related. The cause of the issue was the nest pic node not being configured which would prohibit use of the e-100 with the system. It was either not configured at install or has been deinstalled somehow. The nest pic node is located on the davinci, it's not part of the e-100 generator. The e-100 generator is not suspected to be faulty. The e-100 is replaced annually as part of a preventative maintenance program. The csr and customer think they have never used the e-100 since it was installed so therefore would point to it never having been configured.